Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2020. Corrected information: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product (dermabond) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (dermabond) used in this procedure? Was the patient discussed (patient 9) in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: medicine (2019) 98:17(e15342) doi: http://dx.doi.org/10.1097/md.0000000000015342. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: "title: wound closure using dermabond after excision of hemangioma on the lip" authors : jung woo chang, md, phd, kyu sang cho, md, woong heo, md, jang hyun lee, md, phd* citation: medicine (2019) 98:17(e15342) doi: http://dx.doi.org/10.1097/md.0000000000015342. The study aims to demonstrate the usefulness of dermabond (ethicon) for wound closure after hemangioma excision on the lip. Between december 2015 and august 2017, 11 patients with mean age of 52.1 years (range, 17¿80 years) underwent surgical excision for cavernous lip hemangioma. Subcutaneous sutures were made using vicryl 6-0 (ethicon) and dermabond (ethicon) was painted over the wound edge. At post-operative day 3, a 17-year-old male patient experienced dermabond (ethicon) detachment (n=1) and a re-touch procedure of dermabond (ethicon) painting was performed. The authors propose that dermabond could be a safe and effective tool for wound closure after hemangioma excision on the lip. It can prevent visible scar formation and wound contamination from saliva and food residue. It is convenient for patients because there is no requirement for them to visit an outpatient clinic for dressing and stitch-out.